Manufacturer narrative:
The following functional tests were performed: diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the speaker malfunction error - unit has no sound. The device was not in clinical use at time of event, no adverse event was reported.